Event description:
It was reported that during the stenting procedure in the left internal carotid artery, the patient experienced a transient ischemic attack with right hand numbness lasting approximately 9 minutes. The physician attributed the symptoms to watershedding and the patient was treated with dopamine. Symptoms had totally resolved by the end of the procedure and were reportedly not related to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of transient ischemic attack (tia) is a known potential adverse event as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.